Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a bone harvesting procedure, the drive shaft of a reamer, irrigator, aspirator (ria) broke off in the tip of the reamer head. The drive shaft was removed without incident and no remnants were left in the patient. The procedure was completed successfully without delay. No harm or adverse event was reported against the patient. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that:one drive shaft, minimum 520mm length, for use with reamer/irrigator/aspirator (ria) (part number 314.743, supplier lot number 14382-01) was received with the complaint category of ¿broken: intraoperative.¿ it was reported that the drive shaft was removed without incident and no remnants were left in the patient. The complaint condition is confirmed as the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. Specific details regarding the technique used/handling is unknown; however, it is most probable that excessive force and/or use of an incorrect drive unit repeatedly over torquing the drive shaft over the devices approximately 9.5 year lifespan resulted in fatigue and that applied force thereafter likely permitted final separation of the distal tip. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part number: 314.743, supplier lot number: 14382-01, lot number: 5236556, 5260781, 5260782, and 5260783: earliest release to warehouse date: may 4, 2006 [note: lot 5236556 released may 4, 2006, lot 5260781 released june 22, 2006, lot 5260782 released june 22, 2006, and lot 5260783 released june 20, 2006]. Manufacturing site is monument and supplied by criterion tool and die, inc. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.